Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and a tube with an incorrectly molded stopper containing foreign matter was observed. The failure modes related to erroneous results and foreign matter within the tube were not observed in the photos. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Additionally, bd technical services had made multiple attempts to reach the customer in order to gather more information regarding the erroneous results seen by the customer; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure modes for incorrectly molded stopper containing foreign matter with the incident lot was observed. The customer¿s indicated failure modes for erroneous results and foreign matter within the tube with the incident lot were not observed. Root cause description: based on the investigation, a root cause for erroneous results and foreign matter within the tube could not be determined. Based on the investigation, the most likely root cause of the incorrectly molded stopper containing foreign matter was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes was giving erroneous results and had foreign matter in the tube. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. Verbatim: "material no: 367861. Batch no: 8303680. It was reported the customer experienced false positive results, particulate matter on the inside of the tube and the tube does not have a good smooth surface in which to throughly clean the non-sterile tube nyu has had 3 false positive clabsi's reported in one week. They believe that the bd 4ml edta tube is the reason for the false positive results. They reported particulate matter on the inside of the tube and also that the tube does not have a good smooth surface in which to thoroughly clean the non-sterile tube."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes was giving erroneous results and had foreign matter in the tube. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. Verbatim: "material no: 367861, batch no: 8303680. It was reported the customer experienced false positive results, particulate matter on the inside of the tube and the tube does not have a good smooth surface in which to throughly clean the non-sterile tube nyu has had 3 false positive clabsi's reported in one week. They believe that the bd 4ml edta tube is the reason for the false positive results. They reported particulate matter on the inside of the tube and also that the tube does not have a good smooth surface in which to thoroughly clean the non-sterile tube."